Event description:
It was reported that the per wo evaluation, sanitisation was not done, no flow rate due to faulty circulation pump in an arctic sun device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, sanitisation was not done, no flow rate due to faulty circulation pump in an arctic sun device.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue is confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated upon receipt. The circulation pump had failed. The circulation pump was replaced. The coin cell was due for a replacement. The coin cell was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.